Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient sample tested for thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3). The customer provided the sample for investigation. Of the data provided, erroneous tsh, ft4 and ft3 results were identified between the customer's e602 analyzer, a centaur analyzer, an e 170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. The date of tests performed at the customer site is not known. It is not known if erroneous results were reported outside of the laboratory. This medwatch will cover ft3. Refer to medwatch with (B)(6) for information on the ft4 erroneous results and (B)(6) for information on the tsh erroneous results. Refer to the attached data for patient results. No adverse event was reported. The e 170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 reagent lot number used at the investigation site was 185694 with an expiration date of 05/31/2016. The serial number for the customer's e602 analyzer is not known.

Manufacturer narrative:
The sample was submitted for investigation. No interference was observed. The customer's slightly elevated ft3 value was not reproduced during the investigation. A value slightly below the reference range was obtained. A specific root cause could not be identified. When comparing values from different types of analyzers, variances can be expected. A general reagent issue was not identified.